Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was intermittently unresponsive and required harder and multiple presses. The reporter stated that the other keypad buttons had delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: no damage was observed to the keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. The ok keypad button was difficult to press and required extra force to engage. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment, but no moisture damage was present.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.